Manufacturer narrative:
(B)(4).

Event description:
The consumer reported having accidents and a return of symptoms. The patient was unable to increase stimulation but able to decrease. The patient had a back injection for a pre-existing disk issue/ pain on (B)(6) 2015. There was pain from the injection. The pain/ injection/ disk issues were not related to the device or therapy however; the loss of therapy could be a result of the injection/ pain. The patient rolled her back on hardwood floor on (B)(6) 2015 due to the injection pain and rolled it on the implantable neurostimulator (ins) site. The morning of (B)(6) 2015, the patient felt a pinch under the ins site. The implantable neurostimulator (ins) was checked with the programmer and stim was found off. They turned stim on and the patient was changed back to the program she was previously on and increased to desired setting. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain steps taken to resolve the issues. If additional information is received, a follow up report will be sent.